Manufacturer narrative:
Other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case had damage, the battery was missing, the right plunger case had a hole and the bottom case was cracked by the l-bracket. Review of the event history log showed an occurrence of a "battery communication timeout" alarm message. Functional testing found that the pump displayed "battery communication timeout" at power-up. The investigation determined that a missing battery was the cause of the reported issue. The missing battery was installed to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported the device is alarming constantly. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.